Event description:
The customer reported to customer service that her (breast pump) "adaptor housing fell apart." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer , she indicated that after using the power supply for approximately 2 months (1-4 times daily), when removing it from the wall outlet, the housing cracked across the top and sides, exposing inner electronics. She did not witness ay smoke, fire or sparking and an injury was not sustained as a result of the issue. She also indicated that she would return the product; however as of the date of this report, the product has not been received. Though this product has not been tested/analyzed, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.